Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed a visual inspection and found the introducer needle bent which make difficult to remove. Unable to confirm customer received needle damage due to customer returning the product opened and used.

Event description:
It was reported that the customer's sensor has a needle that would not dislodge from her body. The customer tried removing the needle out of her body with pliers but the needle will not come out. She reported her blood glucose level to be 110 mg/dl. The product is returning. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.